Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was hot to touch while charging. Subsequently, the pump declared a temperature alarm. Customer's blood glucose level was 72 mg/dl. The customer continued using the pump for insulin therapy.